Event description:
New information received on 3/3/2015 indicated the device exhibited no output during the explant procedure.

Event description:
It was reported that an asymptomatic patient presented in hospital for a routine device change out procedure. The pulse generator exhibited backup vvi operation. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.